Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it would not run on ac main power. The customer stated the unit was on a patient, the patient was place on another ventilator there was no harm or injury noted.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the power supply, no anomalies were found. The failure analysis lab was not able to duplicate the reported issue. The ac and internal battery front panel are working properly. This reported issue will be tracked and internally investigated.